Event description:
It was reported that the dash 2500 monitor was not providing audible alarms. The speaker was found to be not working and was replaced by the hospital biomed. There was no death or serious injury associated with this event, nor was medical intervention required.

Manufacturer narrative:
Ge healthcare contacted the hospital numerous times to request the return of the faulty speaker for investigation. The hospital informed ge healthcare that the faulty speaker was discarded following the repair of the dash 2500 monitor and was therefore, not available for investigation. There was no adverse pt event caused by the failure of the audible mechanism and the unit was taken out of service until the failed speaker could be repaired. The root cause of the speaker failure could therefore, not be identified.